Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report# 3005099803-2009-04831 for a description of the first device. It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly while the physician was attempting to throw it through the sacrospinous ligament. The needle was caught inside the capio device. The physician completed the procedure by using a mayo hook to pass the prolene suture of the uphold mesh assembly through the sacrospinous ligament. There were no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The pt's age is reported to be "(B)(6)." The complainant indicated that the device will be returned for eval; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).